Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the trachea during an endoscopic tracheal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured after performing the third dilation and prevented the redistribution of the injected corticoid in the trachea. The procedure was completed with another cre pro wireguided dilatation balloon. The patient presented stridor and desaturation upon awakening from anesthesia, was reintubated and the dilation procedure was performed again. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the trachea during an endoscopic tracheal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured after performing the third dilation and prevented the redistribution of the injected corticoid in the trachea. The procedure was completed with another cre pro wireguided dilatation balloon. The patient presented stridor and desaturation upon awakening from anesthesia, was reintubated and the dilation procedure was performed again. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 08, 2022: the event/procedure date was (B)(6) 2022.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.